Manufacturer narrative:
The device was returned for evaluation and no trouble was found. The device was ran for 24 hours and no errors popped up or recorded on the data log. The unit is working well and within specification.

Event description:
The customer reported to inogen, that the portable oxygen concentrator output an inadequate amount of oxygen. Reportedly, the customer desaturated to the 60's. In turn, the patient was nearby the hospital wherein the patient visited the emergency room. The patient received oxygen wherein the oxygen saturation went back to normal at 98%. The emergency room switched the customer to the inogen unit for the ride home, wherein the customer desaturated to 90%. Later the customer, received a replacement and is feeling back to normal.